Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6), h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Logs captured that the procedure type was spinalfusion. The exams were registered and transferred successfully. Logs captured multiple interference error. Logs captured communication error between scanner and system when user was in navigation task. Reviewed the archive, archive had one mr exam with 192 slices having error message that cant be used with the system because of the exam format not supported for the procedure (spinalfusion). Logs and archive didn't capture the root cause of the reported behavior. H6: b01, c19 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the system was not navigating. The site had completed registration and the frame and instrument are showing up in the tracking details view. Instruments have been verified. The navigation screens are showing no movement when moving tools within the surgical field. They have cheeked the footswitch settings and made sure they are set to navigate without the footswitch. They rebooted the system, and the system was then working. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.